Event description:
The user facility reported there was a very small blood leak during treatment, less than 100 mls. The pt was asymptomatic with no complications. No medical intervention was required and the pt was fine. No further info is available. Sample disposed.

Manufacturer narrative:
The device has not been returned for physical eval. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.